Event description:
It was reported the pt's ((B)(6)) ipg is turning off without prompting. The issue reportedly began approximately three months ago. The pt still has stimulation and denies being near a magnetic field during such occurrences. Surgical intervention will be undertaken at a later date to replace the pt's ipg.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.